Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after replacing and reconnecting a libre 3 plus cgm, then observed a blood drop icon on the ilet indicating a fingerstick check was required due to potential cgm inconsistency. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting that the blood drop prompt signifies the need to verify blood glucose when cgm reliability is uncertain after a sensor change. Investigation included case assessment and user guidance on interpreting device prompts and confirming blood glucose with a meter. Investigation of this case revealed that the device functioned as designed by prompting a blood glucose check when cgm readings could be unreliable following sensor replacement, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia, with contributing factors likely related to recent cgm replacement and transient cgm inconsistency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.